Manufacturer narrative:
B3 date of event is estimated. The device will not be returned for evaluation as it was stolen.

Event description:
It was reported that the patient's unit and accessories had been stolen. As a result, the patient became hospitalized. The patient was provided with a replacement unit, but the old one will not be returning. The inogen team attempted to contact the patient for further information three times with no response.